Event description:
Anesthesiologist felt electric charge on patient. Patient did not sustain any injury anesthesiologist felt hand pain. No intervention necessary. Generator went into electrical safety fault mode output cable replaced. Problem disappeared.